Manufacturer narrative:
Following the initial report, the pump was returned for further evaluation. A visual inspection identified biomaterial on the impeller, however, the investigation was unable to establish a definitive relation between the impella pump and the noted embolic stroke. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned and an evaluation is pending. Upon conclusion of the investigation, a supplemental report will be submitted with a summary of the results. As noted in the impella IFU, this is a known potential adverse event associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported a 68-year-old female patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was noted that the patient experienced an embolic stroke. The source for the stroke could not be definitively determined. Patient support continued following the event.